Event description:
The customer reported an uncontained leak of about 3 ml while running controls on the coulter act diff 12 analyzer. The normal and high controls being run at the time of the leak did not pass verification. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The fse confirmed the reported problem and found clenz solution overflowing from the wbc bath due to a clot in the drain line; the wbc bath along with bath drain line tubing was replaced, resolving the bath draining problem. (B)(4).